Event description:
The doctor was unable to deploy the stent after multiple attempts. The device was removed from the patient and replaced with another one. When the doctor removed the device, he noted that the shaft appeared to be separated at the hub. The patient was not harmed.